Event description:
Notes from the history and physical from mid-(B)(6):..."apparently, the patient has been doing fairly well a few days ago, he had what appears to be an automatic implantable cardioverter-defibrillator (aicd) shock. At that point of time, he did talk to his cardiology who was supposed to see dr. ___ on monday. However, since then, he has had multiple aicd/pacemaker firings. He eventually decided to come to the ER. He has been evaluated at the ER. A donut magnet has been placed to stop any aicd firings as there is no suggestion that the patient is having any type of recurrent ventricular tachycardia. However, the patient's pacemaker is still functioning. The cardiologist is going to be seeing the patient at the same time medtronics are here and they are evaluating the patient's aicd and pacemaker apart from that, the patient did not have any symptoms." Notes from one day later: the patient then underwent removal of aicd, removal of lead, aicd pocket revision, and implantation of new aicd with lead. Regarding the sprint lead: "laser lead extraction of aicd lead: an ez stylet was placed in the body of the aicd lead. The existing ICD lead was a medtronic sprint quattro 6947. The locking stylet was extended down to the tip of the lead. A 0-silk was placed over the insulation. A #14-french laser sheath was used. Using traction countertraction maneuvers, the laser lead was removed intact from the body." "On the tee post-lead extraction there is no evidence of significant pericardial effusion. There is no thrombus in the right atrium, left atrium, and pulmonary artery post removal of aicd lead." The patient tolerated the procedure well with no complication.